Manufacturer narrative:
The incident sample has been received and is pending a completed evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. Patient came in emergently and computed tomography (CT) revealed the cuff found in the aneurysm. The physician elected to explant the device. Patient is stable.